Manufacturer narrative:
The device was returned to olympus for inspection where the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to wear problems tied to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the bronchofibervideoscope bending section cover adhesive was detached. There were no reports of patient involvement.